Event description:
It was reported by a customer in the USA that an 840 ventilator had lost power. There was no pt involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the unit, and verified the malfunction. The cse replaced the battery, and performed calibrations and tests per service manual. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).